Manufacturer narrative:
G4:12jan2021. B4:13jan2021. There was no delay to patient care or therapy. A philips authorized service personnel (asp) was dispatched to the customer site to provide additional assistance. The customer refused the quote for the device's repair actions, which is necessary to return the device back to functionality. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 14dec2020.

Event description:
It was reported to philips that the device had a white screen. The device was not in clinical use at the time of the event. There was no report of patient or user harm. A philips authorized service personnel (asp) was dispatched to the customer site to provide additional assistance.